Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-18940. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular-can exhibited high defib impedance and high pacing impedance. It was suspected the right ventricular lead pin may have not been making proper contact in the header. Programming changes were performed. The patient was in stable condition.